Event description:
It was reported by svc report that the bed had a brake force deficiency. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty brake crank assembly.